Event description:
It was reported; nurse was preparing to access a patient's implanted port-a-cath and noticed a small piece of white debris sitting inside the lumen when she took the white cap off.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed and was determined to be supplier related. Three 19 g x 0.75 in. Safestep infusion sets were returned for evaluation. An initial visual observation revealed no use residue on all samples. Sample 1 was returned with a dust cap, and no dust caps were returned with the other two samples. A microscopic observation of the dust cap of sample 1 revealed the edges of the stem were damaged, with some of the material still attached to the stem. No white material was observed within the luer hub. Sample 2 was observed to have a very small whitish material inside the luer hub and what appeared to be a small amount of damage near the edge of the hub. The interior of the luer hub of sample 3 was observed to be damaged, and some small specks of whitish material were observed inside the luer hub. The damage observed on the returned samples suggests the dust caps and luer hubs were most likely damaged during the manufacturing process. This complaint will be recorded for future trending and monitoring purposes.